Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), a non-cordis stent was implanted in the left anterior descending (lad) artery. The physician then used a kissing balloon technique. An empira rx ptca 15 x 2.0 balloon catheter (bc) was placed in the diagonal branch and a non-cordis bc was placed in the lad. The empira bc burst at between seven to eight atmospheres (7-8 atm.). The balloon burst was reported to be in the proximal portion. After the balloon burst, the physician was not able to withdraw the guidewire and thus had to withdraw the bc and guidewire together and had to use another kissing balloon. Slow-flow was reported to have been noted on the monitor. The diagonal branch target lesion was reported to be an 80% stenosis and ostial. The lad target lesion was reported to be a 60% stenosis. The timi flow pre or post-dilation for the diagonal branch was not provided. No intervention was performed as a result of the slow flow noted. There was no patient injury reported. The guidewire used for the empira bc was unknown. There was no reported product issue with the guidewire used. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. An unknown inflation device was used for the procedure and was used subsequently with other devices. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The bc was removed intact from the patient. No additional information or films are available.